Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following a spinal procedure. The initial lumbar fusion procedure was done and duraseal was not applied to the suture line. Four days post-op, patient developed a csf leak. Patient was re-operated in 2007. Duraseal was applied along the suture line. Surgeon confirmed no leak was present at this time. Two days following the second surgery, patient developed a csf leak. Surgeon did not implement a drain or perform a re-operation.

Manufacturer narrative:
A cerebrospinal fluid (csf) leak was reported following a spinal procedure. Duraseal was not used in the initial surgery. A re-operation was performed in which duraseal was used. Following this subsequent surgery, the patient developed a csf leak. Surgeon decided not to implement a drain or perform a re-operation. The duraseal instructions for use (IFU) in place at the time of this incident and supplied with the product shipped to europe states: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."